Event description:
Customer reported "my technician wrote intermittently display and with static noise flashing on and shut off. Just to let you know this is from the last flood that this device was in." No known impact or consequence to patient.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete, a follow up report will be submitted.